Manufacturer narrative:
H4: correction: in initial report, the manufacturer date for veritas console provided was inadvertently reported as 04/22/2022, however the correct date is 04/29/2022. Additional information: section h3: device evaluated by manufacturer: yes. Not returned to manufacturer. Section h6: type of investigation: 3331, 4109. Section h6: investigation findings: 213. Section h6: investigation conclusions: 67. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age,sex, weight, and ethnicity: information was requested however, was not provided. Date of event: unknown/not provided. Concomitant: healon endocoat, healon pro, opo73, opocr3021r. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a wound burn that occurred during cataract extraction. No suture was required. No additional information was provided. This report is for patient 3 of 3. Also, separate reports are being submitted for the different devices that were used during the procedure for each patient.